Event description:
It was reported on (B)(6) 2022 by a arthrex employee via email that an ar-4501meniscal cinch broke while inserting into the meniscus. The second suture also backed out. Case was completed using another ar-4501. This was discovered during a case and broke inside the joint space.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.